Event description:
IV start attempted in right forearm. Cannula inserted one time. Cannula was held in tissue not in vein. When cannula was removed, 13/4" broke off and remained in arm. Physician did cut down to remove imbedded cannula.